Event description:
A report was received that the patient¿s battery had its end of life. It was also reported that the patient¿s leads showed high impedances. The patient will undergo a pocket revision and will undergo a procedure from the percutaneous leads to a paddle lead.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient¿s battery had its end of life. It was also reported that the patient¿s leads showed high impedances. The patient will undergo a pocket revision and will undergo a procedure from the percutaneous leads to a paddle lead.

Manufacturer narrative:
Additional information was received that all leads were replaced. X-ray showed no lead migration or lead fracture. There were no issues with the ipg. The ipg replacement was due to physician¿s preference. The patient was doing well postoperatively. The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.